Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter ws advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at nominal pressure for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.